Event description:
The customer reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The customer tried alternative wall adapters and charging cables, but none resolved the issue. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.